Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7074065.

Event description:
It was reported that the patient had ineffective therapy due to lead migration. Xray was performed but the result was not available. No device malfunction was suspected. The patient underwent a revision procedure wherein, the two leads were replaced with two eight contact leads. The patient was doing well postoperatively. The explanted leads were not returned.